Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl. Troubleshooting was performed. Reviewed the programming and found she had a 7.0 units bolus that she does not remember delivering. The customer stated that the reservoir has less insulin than what is shown on the status screen. The caller mentioned that the insulin pump was exposed to an airport scanner. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.